Manufacturer narrative:
(B)(4).

Event description:
It was reported that the metal insertion plug did not detatch from the multifix s 5.5mm anchor. An x-ray was performed which confirmed that the metal plug was still in the anchor (not free within the joint). This piece was left in the patient. The patient is currently ok but required an extra day at the hospital for observation.

Manufacturer narrative:
Visual inspection of the returned device found the die broke off at the threads. There were no manufacturing abnormalities visually observed with the returned device. Functional testing was performed with two unused devices from the same lot number and the anchors were able to function as intended. Therefore, an exact root cause for the reported event could not be determined with confidence after product evaluation. A potential factor unrelated to the manufacture or design of the device that could have contributed to the reported event includes unintentionally misaligning the inserter device and the bone. During use, if the device is levered or misaligned from the bone hole during pound-in, the implant can break off prematurely. The instructions for use (¿IFU¿) outlines warnings and precautionary measures when using the device such as, ¿caution: use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant.¿ there were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.